Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: missing thixotropic adhesive (ke-45) at the forceps cover. Based on the results of the investigation, a probable root cause of the reported malfunction could not be identified. Regarding the missing thixotropic adhesive (ke-45) at the forceps cover, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the transducer was broken during reprocessing of an olympus ultrasound gastrovideoscope. There was no patient involvement.